Manufacturer narrative:
"Ventilator unit connection lost" alarm indicates that the communication between the interaction panel (ip) and the ventilator unit (vu) was disrupted. The service technician checked the device on site and replaced the ip and vu esm boards. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: the device reports "panel connection lost" after switching on.

Manufacturer narrative:
"Ventilator unit connection lost" alarm indicates that the communication between the interaction panel (ip) and the ventilator unit (vu) was disrupted. The service technician checked the device on site and replaced the ip and vu esm boards.

Event description:
Hamilton medical ag received the following incident description: the device reports "panel connection lost" after switching on.